Event description:
The customer reported that the system would not boot up. This event occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The connectors on the power supply were reseated. The system was tested and operates as intended.